Event description:
Pt has been exhibiting impedance measurements greater than 2000 ohms and lead fracture was suspected since 2010. However, chest x-rays were not taken to confirm the fracture. The physician opted to monitor the pt instead of performing an intervention and the lead remained in service. Additional info was later received in 2012 that the lv lead was surgically abandoned during a device replacement procedure for normal battery depletion due to high thresholds and loss of capture. No specific measurements were provided and no additional adverse pt effects were reported.